Event description:
The hosp reported that while unpacking the cdc device for a saphenous vein harvesting procedure, the dissection tip was missing from the unit, indicated that the tip had broken/detached. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: from the investigation, the cannula was returned with the dissection tip detached from the outer tube. The dissection tip was not returned with device. The complaint is confirmed.